Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the direction for use (dfu 90981811) did not reveal any evidence of device misuse, off-label use, or failure to follow instructions.

Event description:
This supplemental report is being filed to correct the product details. In addition, product analysis was received and coding has been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The hospital currently has possession of this product.

Event description:
Boston scientific received information that prior to left ventricular lead placement a possible perforation and staining was noted when obtaining coronary sinus venogram. This catheter was never in service. No additional adverse patient effects were reported.